Manufacturer narrative:
The event occurred in (B)(6). The caller did not indicate which strip lot produced the discrepant result. Reference medwatch report with patient identifier (B)(6) for the other suspect device.

Event description:
Caller tested 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.75 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect system.